Manufacturer narrative:
E1: initial reporter facility name, phone: (B)(6).

Event description:
It was reported that the guidewire fractured. The patient was being treated for balloon dilation angioplasty. The 100% stenosed, occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A v-18, 300cm, 8cm poly tip control wire was selected for use. However, when crossing the lesion along with a non-boston scientific guide catheter, resistance was encountered, and the guidewire was found to be fractured. The device was removed smoothly without causing any adverse effects. No patient complications were reported.